Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/08/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. There were no visual defects observed on the returned harvesting device. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact c-ring. A mechanical evaluation was conducted. The scope wash system was evaluated by passing a syringe full of tap water through the scope wash delivery tube. The water exited through the cannula, however, it exited in a stream instead of a mist. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000288312 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise#: (B)(4).

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c -ring lens cleaner was not working properly. They used an entire syringe to clean the scope and it either didn't come out or it was spraying in a different direction away from the lens. Procedural delay was opening a new kit to complete case . No harm to the patient.